Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: h3: no conclusion can be drawn. Evaluation couldn't able to perform as the device not returned for evaluation. If the device returned in future the device will be evaluated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an orthopedic procedure, the drill overheated, resulting in the burr tip breaking off. The broken tip burned through the surgical drapes, causing multiple burns to the patient's right thigh. The drill was subsequently replaced with another of the same make and model, but the replacement also experienced overheating. To complete the surgery, the surgical team had to rotate through multiple burrs, since extended exposure to the overheated metal of the drill would compromise the burr tips.